Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were up all the time all night long and it doesn't let them sleep at all. Patient stated they feel like they have to go to the bathroom and they get up and sometimes it's not a lot of urine but sometimes it's a good bit. Agent asked if patient has tried increasing stimulation and patient stated they have not increased stimulation to a comfortable level and were unsure how to use the devices. Agent reviewed therapy information and general programming guidance with patient. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Caller stated that they have an appointment with the healthcare provider (hcp) on monday. The patient mentioned they had a catheter and they would fill the whole catheter bag during the night and that was over a thousand cc's. Agent sent caller an email with therapy guide information via mail and email. When agent asked for event date caller stated that some nights were worse than others. Caller stated that they don't go as much during the day and were indicated for retention issues.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.